Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: a proximal portion of the lead was received measuring 29 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.